Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that safety mechanism on the ultrasafe x100l png raspberry nvs stein broke off before use. The following information was provided by the initial reporter: "clinical supervisor called in to report for xolair 150mg the purple retractable came of the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety mechanism on the ultrasafe x100l png raspberry nvs stein broke off before use. The following information was provided by the initial reporter: "clinical supervisor called in to report for xolair 150mg the purple retractable came of the needle."